Manufacturer narrative:
Upon receiving the complaint, it was initially determined as not reportable by the manufacturer by following the company procedures. This MDR is filed retrospectively filed according to the current internal MDR decision guidance at zyno medical.the MDR decision was made on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00273).

Manufacturer narrative:
At zyno medical has received the investigation report from the contract supplier on (B)(6) 2017. The leaking issue at the green vent was confirmed. The root cause was identified that the improper welding process around the d8 air-screened membrane. Preventive actions were taken by the contract supplier and the details can be found in the attached report. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer by following the company procedures. This MDR is filed retrospectively filed as the investigation result falls constitute MDR reportable event according to the current internal MDR decision guidance at zyno medical. (B)(4).

Event description:
The user reported that they encountered a filter tubing leakage issue. "Today, we had a filter tubing leakage right at the base of the spike where the green air vent is. The vent was closed when leakage was noticed, but when the nurse investigated, she opened the green vent and noticed the leakage increased slightly. There was very little leakage, as it was caught quickly. "There was no patient injury: "I can tell you the person sitting with the patient noticed within 15 to 20 minutes of infusion start. The patient was not harmed in any way, and there was very little leakage. I have just been informed that an incident like this happened at our georgetown site a while back. The patient was not harmed in that incident as well, but I do not have the tubing for that one to send you. In regards to the first incident the drug was called erbitux, but do not know any other information on that. Today's incident happened while infusing paclitaxel in 250mls of 0.9% sodium chloride. The infusion was running at 50ml/hr, when it occurred. The start time was 12:15, and it occurred approximately 15 to 20 minutes into the infusion. "